Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest that the worsening pvl 8 months post procedure may be related to the mechanism described above. In addition, cardiac remodeling could be a contributing factor. Deployment of the sapien xt valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien xt valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Steve zhou, b. J. (2017). Percutaneous tricuspid valve replacement: two cases of valve-in-valve and valve-in-ring. Journal of structural heart disease, 55-61.

Event description:
Per article, "percutaneous tricuspid valve replacement, two cases of valve-in-valve and valve-in-ring" by steve zhou, bs and jamil aboulhosn, md, approximately 8 months post implantation of a 29 mm sapien xt valve in the tricuspid position, increasing severity of the lateral paravalvular leak (pvl) precipitated worsening heart failure symptoms and volume overload. The patient underwent repeat catheterization 10 months after valve replacement with successful occlusion of the lateral pvl under intracardiac echocardiography.